Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an anterior resection procedure, after performing the shot, the physician retired the stapler, the "ambile" was released from the stapler and it was evident that the stapling was not performed completely in the anastomosis. The "ambile" was in the distal part of the anastomosis. During the same procedure the anastomosis was done again to be able to finish the procedure with another device, but this implied a longer surgical time (approximately 30 min). There were no patient consequences reported. There was no reoperation. The device was discarded.